Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for evaluation. The reported difficulty deploying the clip was unable to be replicated in a testing environment due to the device condition and a definitive cause could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficulty to deploy the clip in this incident could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed for the difficult clip deployment. Difficult to deploy clips have potential to result in serious injury. It was reported that the mitraclip was difficult to deploy after the actuator knob was turned eight times. Troubleshooting maneuvers were performed and the mitraclip was successfully deployed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.